Event description:
It has been reported to co that during preparation it was noted that the length of the balloon was not within specifications. Reportedly, upon inflating the balloon a 30mm balloon appeared to be a 20mm balloon. There was no pt involvement. The device is being returned for analysis.